Event description:
False negative result(s). Customer stated, the device tested negative for covid, flu a, and flu b. The next day they tested positive for covid and flu a at the doctor.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.